Event description:
It was reported that the patient never had therapeutic effect and could not feel stimulation. The patient thought that the issue started about 9 months ago, but was unsure. It was noted that the patient had never used the patient programmer and was unsure on how to use it. The patient was unsure if the implantable neurostimulator (ins) was on or off. The patient was to try and purchase new batteries and would call back. The patient had been previously seen by the manufacturer representative a couple times, but not since the doctor left. The patient currently did not have a managing healthcare provider (hcp). Additional information received reported that the patient was still having concerns with their device or therapy but have not sought further help. It was noted that there was no other healthcare provider in the patient's state to replace the previous healthcare provider. Additional information received reports a loss of therapeutic effect and urinary symptoms returned. The patient reported she went to the dentist 2 years ago and she did not turn her stimulator off. Next time she went to the dentist she turned her stimulation off. She also mentioned dentist gave her a prescription for antibiotics but she did not have it filled. She did not notice any problems during the dentist's visit while her therapy was on. About a month after the dentist visit 2 years ago the patient¿s symptoms returned and still going on. The patient has to get up several times at night instead of just once and she cannot always make it to the bathroom, she sometimes does not make it when she pulls her pants down. She said 1.5 years ago she turned her stimulation off and never turned it back on. She said she was not planning to turn stimulator back on unless she gets special instructions. It was noted that the patient does not have a managing healthcare provider. The patient denied troubleshooting via phone. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v800628, implanted: (B)(6) 2011, product type lead. (B)(4).